Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing low blood glucose (bg) levels that ranged between 40-65 mg/dl; cause was unknown. Customer addressed bg levels by consuming carbohydrates. Reportedly, tandem technical support recommended customer to consult healthcare provider regarding low bg levels.